Manufacturer narrative:
The customer reported there was a bad odor coming from the device and the patient circuit became very warm.the device continued to ventilate however hospital staff removed the ventilator from the patient due to the bad odor and the warm patient circuit. The system was replaced with another device. This occurred in the intensive care unit of the hospital. There was patient involvement. There was no patient harm. Patient information has been requested and none has been provided.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported the large capacitor of the blower has melted damaging the motor controller board. There was no patient involvement.